Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the stent dislodged from the delivery system. The physician was placing a 16x2.5mm taxus liberte drug eluting stent in a calcififed lesion located in the left anterior descending (lad) coronary artery. While corssing the lesion the stent dislodged from the balloon. The physician retrieved the stent using the stent delivery system. The procedure was completed with placement of another taxus stent. The patient did not suffer any patient injury. This product is only 'ous' approved but it is similar to a marketed us device.